Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('atypical abdominal pain / chronic abdominal pain'), metrorrhagia ('metrorrhagia'), post procedural fever ('hyperthermia postoperative'), procedural pain ('persistent pain that persisted / severe abdominal pain postoperative'), hemiparaesthesia ('paresthesia of the left hemi-body'), osteotomy ('osteotomy') and multiple episodes of headache ('headache', 'sudden headaches') in a 40-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. Concurrent conditions included mitral valve insufficiency (known since several years). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced apical granuloma ("dental granuloma"), 1 year 8 months after insertion of essure (ess205). In (B)(6) 2008, the patient experienced chronic sinusitis ("pain suggesting chronic sinusitis") with pain. In (B)(6) 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced abdominal pain lower ("left iliac fossa pain") and functional gastrointestinal disorder ("functional digestive disorder"). On (B)(6) 2010, the patient experienced mitral valve incompetence ("mitral insufficiency"). On (B)(6) 2012, the patient experienced allergy to metals ("high sensitivity to nickel / allergic reaction after wearing a bracelet") with oedema peripheral and erythema. In (B)(6) 2012, the patient underwent osteotomy (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced tachycardia ("tachycardia crisis"). On (B)(6) 2014, the patient experienced the first episode of headache (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced memory impairment ("memory disturbances"). On (B)(6) 2014, the patient experienced pain in extremity ("pain in the left lower limb"). On (B)(6) 2015, the patient experienced tinnitus ("right pulsatile tinnitus"). On (B)(6) 2016, the patient experienced hemiparaesthesia (seriousness criterion medically significant) and the second episode of headache (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced procedural pain (seriousness criterion hospitalization prolonged). On (B)(6) 2017, the patient experienced post procedural fever (seriousness criterion hospitalization prolonged). On an unknown date, the patient experienced metrorrhagia (seriousness criterion medically significant), chronic headaches ("chronic headaches"), rash ("skin eruption"), menstrual disorder ("menstruation disturbances"), gastrointestinal motility disorder ("disturbances of bowel motility"), urinary incontinence ("urinary incontinence"), dyspnoea ("dyspnea"), chest pain ("left submammary pain"), abdominal pain upper ("left hypochondrium pain"), vitreous haemorrhage ("intravitreal hemorrhage of left eye"), visual impairment ("visual disorder") and eye pain ("significant eye pain"). The patient was hospitalized from (B)(6) 2017. The patient was treated with antidepressants, diclofenac sodium (anti-inflammatory) and surgery (hysterectomy with bilateral salpingectomy, hysteroscopic curettage on (B)(6) 2016 and surgery on two forefoot). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the abdominal pain, metrorrhagia, post procedural fever, procedural pain, hemiparaesthesia, osteotomy, the last episode of headache, chronic headaches, allergy to metals, rash, menstrual disorder, abdominal pain lower, chronic sinusitis, gastrointestinal motility disorder, functional gastrointestinal disorder, urinary incontinence, mitral valve incompetence, dyspnoea, tachycardia, chest pain, abdominal pain upper, vitreous haemorrhage, visual impairment, eye pain, memory impairment, pain in extremity, tinnitus and apical granuloma outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, apical granuloma, chest pain, chronic sinusitis, dyspnoea, eye pain, functional gastrointestinal disorder, gastrointestinal motility disorder, hemiparaesthesia, memory impairment, menstrual disorder, metrorrhagia, mitral valve incompetence, osteotomy, pain in extremity, post procedural fever, procedural pain, rash, tachycardia, tinnitus, urinary incontinence, visual impairment, vitreous haemorrhage, the first episode of headache, the second episode of headache and chronic headaches to be related to essure (ess205). The reporter commented: on (B)(6) 2018, due to persistent pelvic pain the patient saw her physician that directed her to a gastroenterologist given repeated urinary infection and in the absence endometriosis. On (B)(6) 2018: laparoscopy due to right pelvic pain. On (B)(6) 2019, the dermatologist performed the exeresis of a very voluminous right paravertebral lipoma which led to a noticeable reduction pain felt by the patient. Without affirming to date that the evolution of the state of health of the patient was in relation to the placement of essure, the causal relationship could not be ruled out. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: high sensitivity to nickel. Cardiovascular evaluation - on (B)(6) 2010: mitral insufficiency known since several years with no evidence suggesting heart insufficiency that could justify the dyspnea experienced by the patient. Computerised tomogram - on (B)(6) 2008: dental granuloma. Computerised tomogram head - on (B)(6) 2016: no evidence that could explain the clinical picture; on (B)(6) 2018: due to unusual headaches associated with diplopia and paresthesia of left hemiface: no cerebrovascular accident. Laparoscopy - on (B)(6) 2018: due to right pelvic pain. Pathology test - on (B)(6) 2018: histopathology: evidence of chronic fibro-inflammatory changes around exogenous bodies of surgical origin. Ultrasound abdomen - on (B)(6) 2017: due to persistent hypogastric pain, no anomalies. X-ray - on (B)(6) 2007: confirmed presence of essure implants. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('atypical abdominal pain / chronic abdominal pain'), metrorrhagia ('metrorrhagia'), post procedural fever ('hyperthermia postoperative'), procedural pain ('persistent pain that persisted / severe abdominal pain postoperative'), hemiparaesthesia ('paresthesia of the left hemi-body'), osteotomy ('osteotomy') and multiple episodes of headache ('headache', 'sudden headaches') in a 40-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. Concurrent conditions included mitral valve insufficiency (known since several years). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced apical granuloma ("dental granuloma"), 1 year 8 months after insertion of essure (ess205). In (B)(6) 2008, the patient experienced chronic sinusitis ("pain suggesting chronic sinusitis") with pain. In (B)(6) 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced abdominal pain lower ("left iliac fossa pain") and functional gastrointestinal disorder ("functional digestive disorder"). On (B)(6) 2010, the patient experienced mitral valve incompetence ("mitral insufficiency"). On (B)(6) 2012, the patient experienced allergy to metals ("high sensitivity to nickel / allergic reaction after wearing a bracelet") with oedema peripheral and erythema. In (B)(6) 2012, the patient underwent osteotomy (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced tachycardia ("tachycardia crisis"). On (B)(6) 2014, the patient experienced the first episode of headache (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced memory impairment ("memory disturbances"). On (B)(6) 2014, the patient experienced pain in extremity ("pain in the left lower limb"). On (B)(6) 2015, the patient experienced tinnitus ("right pulsatile tinnitus"). On (B)(6) 2016, the patient experienced hemiparaesthesia (seriousness criterion medically significant) and the second episode of headache (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced procedural pain (seriousness criterion hospitalization prolonged). On (B)(6) 2017, the patient experienced post procedural fever (seriousness criterion hospitalization prolonged). On an unknown date, the patient experienced metrorrhagia (seriousness criterion medically significant), chronic headaches ("chronic headaches"), rash ("skin eruption"), menstrual disorder ("menstruation disturbances"), gastrointestinal motility disorder ("disturbances of bowel motility"), urinary incontinence ("urinary incontinence"), dyspnoea ("dyspnea"), chest pain ("left submammary pain"), abdominal pain upper ("left hypochondrium pain"), vitreous haemorrhage ("intravitreal hemorrhage of left eye"), visual impairment ("visual disorder") and eye pain ("significant eye pain"). The patient was hospitalized from 21-nov-2017 to 28-nov-2017. The patient was treated with antidepressants, diclofenac sodium (anti-inflammatory) and surgery (hysterectomy with bilateral salpingectomy, hysteroscopic curettage on (B)(6) 2016 and surgery on two forefoot). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the abdominal pain, metrorrhagia, post procedural fever, procedural pain, hemiparaesthesia, osteotomy, the last episode of headache, chronic headaches, allergy to metals, rash, menstrual disorder, abdominal pain lower, chronic sinusitis, gastrointestinal motility disorder, functional gastrointestinal disorder, urinary incontinence, mitral valve incompetence, dyspnoea, tachycardia, chest pain, abdominal pain upper, vitreous haemorrhage, visual impairment, eye pain, memory impairment, pain in extremity, tinnitus and apical granuloma outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, apical granuloma, chest pain, chronic sinusitis, dyspnoea, eye pain, functional gastrointestinal disorder, gastrointestinal motility disorder, hemiparaesthesia, memory impairment, menstrual disorder, metrorrhagia, mitral valve incompetence, osteotomy, pain in extremity, post procedural fever, procedural pain, rash, tachycardia, tinnitus, urinary incontinence, visual impairment, vitreous haemorrhage, the first episode of headache, the second episode of headache and chronic headaches to be related to essure (ess205). The reporter commented: on (B)(6) 2018, due to persistent pelvic pain the patient saw her physician that directed her to a gastroenterologist given repeated urinary infection and in the absence endometriosis. On (B)(6) 2018: laparoscopy due to right pelvic pain. On (B)(6) 2019, the dermatologist performed the exeresis of a very voluminous right paravertebral lipoma which led to a noticeable reduction pain felt by the patient. Without affirming to date that the evolution of the state of health of the patient was in relation to the placement of essure, the causal relationship could not be ruled out. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: high sensitivity to nickel. Cardiovascular evaluation - on (B)(6) -2010: mitral insufficiency known since several years with no evidence suggesting heart insufficiency that could justify the dyspnea experienced by the patient. Computerised tomogram - on (B)(6) 2008: dental granuloma. Computerised tomogram head - on (B)(6) 2016: no evidence that could explain the clinical picture; on (B)(6) 2018: due to unusual headaches associated with diplopia and paresthesia of left hemiface: no cerebrovascular accident. Laparoscopy - on (B)(6) 2018: due to right pelvic pain. Pathology test - on (B)(6) 2018: histopathology: evidence of chronic fibro-inflammatory changes around exogenous bodies of surgical origin. Ultrasound abdomen - on (B)(6) 2017: due to persistent hypogastric pain, no anomalies. X-ray - on (B)(6) 2007: confirmed presence of essure implants. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('atypical abdominal pain / chronic abdominal pain'), metrorrhagia ('metrorrhagia'), post procedural fever ('hyperthermia postoperative'), procedural pain ('persistent pain that persisted / severe abdominal pain postoperative'), hemiparaesthesia ('paresthesia of the left hemi-body'), osteotomy ('osteotomy') and multiple episodes of headache ('headache', 'sudden headaches') in a 40-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. Concurrent conditions included mitral valve insufficiency (known since several years). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced apical granuloma ("dental granuloma"), 1 year 8 months after insertion of essure (ess205). In (B)(6) 2008, the patient experienced chronic sinusitis ("pain suggesting chronic sinusitis") with pain. In (B)(6) 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced abdominal pain lower ("left iliac fossa pain") and functional gastrointestinal disorder ("functional digestive disorder"). On (B)(6) 2010, the patient experienced mitral valve incompetence ("mitral insufficiency"). On (B)(6) 2012, the patient experienced allergy to metals ("high sensitivity to nickel / allergic reaction after wearing a bracelet") with oedema peripheral and erythema. In (B)(6) 2012, the patient underwent osteotomy (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced tachycardia ("tachycardia crisis"). On (B)(6) 2014, the patient experienced the first episode of headache (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced memory impairment ("memory disturbances"). On (B)(6) 2014, the patient experienced pain in extremity ("pain in the left lower limb"). On (B)(6) 2015, the patient experienced tinnitus ("right pulsatile tinnitus"). On (B)(6) 2016, the patient experienced hemiparaesthesia (seriousness criterion medically significant) and the second episode of headache (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced procedural pain (seriousness criterion hospitalization prolonged). On (B)(6) 2017, the patient experienced post procedural fever (seriousness criterion hospitalization prolonged). On an unknown date, the patient experienced metrorrhagia (seriousness criterion medically significant), chronic headaches ("chronic headaches"), rash ("skin eruption"), menstrual disorder ("menstruation disturbances"), gastrointestinal motility disorder ("disturbances of bowel motility"), urinary incontinence ("urinary incontinence"), dyspnoea ("dyspnea"), chest pain ("left submammary pain"), abdominal pain upper ("left hypochondrium pain"), vitreous haemorrhage ("intravitreal hemorrhage of left eye"), visual impairment ("visual disorder") and eye pain ("significant eye pain"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with antidepressants, diclofenac sodium (anti-inflammatory) and surgery (hysterectomy with bilateral salpingectomy, hysteroscopic curettage on (B)(6) 2016 and surgery on two forefoot). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the abdominal pain, metrorrhagia, post procedural fever, procedural pain, hemiparaesthesia, osteotomy, the last episode of headache, chronic headaches, allergy to metals, rash, menstrual disorder, abdominal pain lower, chronic sinusitis, gastrointestinal motility disorder, functional gastrointestinal disorder, urinary incontinence, mitral valve incompetence, dyspnoea, tachycardia, chest pain, abdominal pain upper, vitreous haemorrhage, visual impairment, eye pain, memory impairment, pain in extremity, tinnitus and apical granuloma outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, apical granuloma, chest pain, chronic sinusitis, dyspnoea, eye pain, functional gastrointestinal disorder, gastrointestinal motility disorder, hemiparaesthesia, memory impairment, menstrual disorder, metrorrhagia, mitral valve incompetence, osteotomy, pain in extremity, post procedural fever, procedural pain, rash, tachycardia, tinnitus, urinary incontinence, visual impairment, vitreous haemorrhage, the first episode of headache, the second episode of headache and chronic headaches to be related to essure (ess205). No further causality assessment were provided for the product. The reporter commented: on (B)(6) 2018, due to persistent pelvic pain the patient saw her physician that directed her to a gastroenterologist given repeated urinary infection and in the absence endometriosis. On (B)(6) 2018: laparoscopy due to right pelvic pain. On (B)(6) 2019, the dermatologist performed the exeresis of a very voluminous right paravertebral lipoma which led to a noticeable reduction pain felt by the patient. Without affirming to date that the evolution of the state of health of the patient was in relation to the placement of essure, the causal relationship could not be ruled out. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: high sensitivity to nickel. Cardiovascular evaluation - on (B)(6) 2010: mitral insufficiency known since several years with no evidence suggesting heart insufficiency that could justify the dyspnea experienced by the patient. Computerised tomogram - on (B)(6) 2008: dental granuloma. Computerised tomogram head - on (B)(6) 2016: no evidence that could explain the clinical picture; on (B)(6) 2018: due to unusual headaches associated with diplopia and paresthesia of left hemiface: no cerebrovascular accident. Laparoscopy - on (B)(6) 2018: due to right pelvic pain. Pathology test - on (B)(6) 2018: histopathology: evidence of chronic fibro-inflammatory changes around exogenous bodies of surgical origin. Ultrasound abdomen - on (B)(6) 2017: due to persistent hypogastric pain, no anomalies. X-ray - on (B)(6) 2007: confirmed presence of essure implants. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: the case will be deleted from bayer pv database. Nullification reason: as per follow-up information received, this case was identified as a follow-up of case (B)(4). All the information has been transferred to case (B)(4). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('atypical abdominal pain / chronic abdominal pain'), metrorrhagia ('metrorrhagia'), post procedural fever ('hyperthermia postoperative'), procedural pain ('persistent pain that persisted / severe abdominal pain postoperative'), hemiparaesthesia ('paresthesia of the left hemi-body'), osteotomy ('osteotomy') and multiple episodes of headache ('headache', 'sudden headaches') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. Concurrent conditions included mitral valve insufficiency (known since several years). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced apical granuloma ("dental granuloma"), 1 year 8 months after insertion of essure (ess205). In (B)(6) 2008, the patient experienced chronic sinusitis ("pain suggesting chronic sinusitis") with pain. In (B)(6) 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced abdominal pain lower ("left iliac fossa pain") and functional gastrointestinal disorder ("functional digestive disorder"). On (B)(6) 2010, the patient experienced mitral valve incompetence ("mitral insufficiency"). On (B)(6) 2012, the patient experienced allergy to metals ("high sensitivity to nickel / allergic reaction after wearing a bracelet ") with oedema peripheral and erythema. In (B)(6) 2012, the patient underwent osteotomy (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced tachycardia ("tachycardia crisis"). On (B)(6) 2014, the patient experienced the first episode of headache (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced memory impairment ("memory disturbances"). On (B)(6)2014, the patient experienced pain in extremity ("pain in the left lower limb"). On (B)(6) 2015, the patient experienced tinnitus ("right pulsatile tinnitus"). On (B)(6) 2016, the patient experienced hemiparaesthesia (seriousness criterion medically significant) and the second episode of headache (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced procedural pain (seriousness criterion hospitalization prolonged). On (B)(6)2017, the patient experienced post procedural fever (seriousness criterion hospitalization prolonged). On an unknown date, the patient experienced metrorrhagia (seriousness criterion medically significant), chronic headaches ("chronic headaches"), rash ("skin eruption"), menstrual disorder ("menstruation disturbances "), gastrointestinal motility disorder ("disturbances of bowel motility"), urinary incontinence ("urinary incontinence"), dyspnoea ("dyspnea"), chest pain ("left submammary pain"), abdominal pain upper ("left hypochondrium pain"), vitreous haemorrhage ("intravitreal hemorrhage of left eye"), visual impairment ("visual disorder") and eye pain ("significant eye pain"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with antidepressants, diclofenac sodium (anti-inflammatory) and surgery (hysterectomy with bilateral salpingectomy, hysteroscopic curettage on (B)(6) 2016 and surgery on two forefoot). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the abdominal pain, metrorrhagia, post procedural fever, procedural pain, hemiparaesthesia, osteotomy, the last episode of headache, chronic headaches, allergy to metals, rash, menstrual disorder, abdominal pain lower, chronic sinusitis, gastrointestinal motility disorder, functional gastrointestinal disorder, urinary incontinence, mitral valve incompetence, dyspnoea, tachycardia, chest pain, abdominal pain upper, vitreous haemorrhage, visual impairment, eye pain, memory impairment, pain in extremity, tinnitus and apical granuloma outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, apical granuloma, chest pain, chronic sinusitis, dyspnoea, eye pain, functional gastrointestinal disorder, gastrointestinal motility disorder, hemiparaesthesia, memory impairment, menstrual disorder, metrorrhagia, mitral valve incompetence, osteotomy, pain in extremity, post procedural fever, procedural pain, rash, tachycardia, tinnitus, urinary incontinence, visual impairment, vitreous haemorrhage, the first episode of headache, the second episode of headache and chronic headaches to be related to essure (ess205). The reporter commented: on (B)(6) 2018, due to persistent pelvic pain the patient saw her physician that directed her to a gastroenterologist given repeated urinary infection and in the absence endometriosis. On (B)(6) 2018: laparoscopy due to right pelvic pain. On (B)(6) 2019, the dermatologist performed the exeresis of a very voluminous right paravertebral lipoma which led to a noticeable reduction pain felt by the patient. Without affirming to date that the evolution of the state of health of the patient was in relation to the placement of essure, the causal relationship could not be ruled out. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: high sensitivity to nickel. Cardiovascular evaluation - on (B)(6) 2010: mitral insufficiency known since several years with no evidence suggesting heart insufficiency that could justify the dyspnea experienced by the patient. Computerised tomogram - on (B)(6) 2008: dental granuloma. Computerised tomogram head - on (B)(6) 2016: no evidence that could explain the clinical picture; on (B)(6) 2018: due to unusual headaches associated with diplopia and paresthesia of left hemiface: no cerebrovascular accident. Laparoscopy - on (B)(6) 2018: due to right pelvic pain. Pathology test - on (B)(6) 2018: histopathology: evidence of chronic fibro-inflammatory changes around exogenous bodies of surgical origin. Ultrasound abdomen - on (B)(6) 2017: due to persistent hypogastric pain, no anomalies. X-ray - on (B)(6) 2007: confirmed presence of essure implants. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.